Manufacturer narrative:
Product analysis: the products were discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID: [enveor-l], lot [0008723970], use by date [(B)(6) 2018], UDI: [(B)(4) ]. Product ID: [evolutr-26], serial [(B)(4)], use by date [(B)(6) 2018], UDI [(B)(4)]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve dislodged. It was suspected the device was too large for the annulus. A smaller 26 mm valve was implanted. However, upon the nose cone retrieval stage from the left ventricle, the nose cone caught on the valve and dislodged the device. Subsequently, both valves were surgically removed. No other adverse patient effects were reported.